Manufacturer narrative:
The complaint review showed increased complaint activity for product lot 02376ui00 related to the issue. The complaint trending report review determined that there are no adverse trends for the product for the complaint issue. Labeling was reviewed which adequately addresses the current issue. A test protocol was executed using retained samples of the complaint lot. All validity and acceptance criteria were met. A review of the product quality history for the lot number using search of the corrective and preventive actions did not identify issues associated with the customer observation. No customer returns were available for evaluation. No product deficiency was identified.

Manufacturer narrative:
Patient identifier did not contain enough spaces, the entire ID is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect total bhcg on patient sample ID (B)(6) of 5549.78 miu/ml. The same sample was repeated negative (<1.2 miu /ml). Patient procedure to insert iud was postponed. No patient harm was reported due to postponed procedure. No other patient information was provided.